Event description:
Device malfunction: none. Symptoms/ae: thrombosis. Time of symptoms/ae: post stenting procedure. It was reported that a xience v 2.5x18 stent was successfully implanted on (B) (6) 2010, in a thrombotic right coronary artery (rca) lesion. Sub acute thrombosis was found on (B) (6) 2010, and treated with poba. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The stent delivery system was discarded. A f/u will be submitted with any relevant info.